Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had an unspecified image issue. Therefore, there was poor image quality.